Event description:
Sales reports via fax in 2006. Exam report identified gas bubbles in right atrium and in pulmonary artery bracket's. Addendum 9/7/06: customer states f approximately 42 y/o having a computerized tomography pulmonary embolism study with contrast. IV access with 22ga angiocath. Injector loaded with optiray 240 100ml prefilled syringe and connected to patient IV access with coiled tubing. Contrast media protocol was 1.6cc/sec for volume of 100ml. CT scan was completed, patient did not experience any difficulties during procedure. Patient was sent home. During review of the scan later, it was noted that gases were present on the scan images. Customer states that to their knowledge patient is fine, no ade and no add'l treatment is planned.

Manufacturer narrative:
Liebel flarsheim manufacturer report: l-f field service engineer visited hospital per hospital request to check out the injector for presence of warning symbol and to do a pm. Fse evaluated injector, service ticket, and found it to be performing normally and confirmed that the warning symbol was operational. Gas introduced into the patient was not due to a malfunction of the injector. Injector system returned to full service by the customer.